Event description:
Customer reported unexpected negative reactions with cell ii (e positive cell) of capture-r ready screen(3) when testing a patient sample containing anti-e on the echo. Customer did not repeat testing on the instrument.no transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Customer's returned sample was tested with retention capture- r ready screen (crrs)(3), lot r042, used by the customer at the time of the event, on an in-house echo. The sample exhibited 1+ reactivity with the e+ reagent red cell. Reactivity of the e antigen was confirmed on retention crrs(3), lot r042.